Manufacturer narrative:
The result of the product evaluation confirmed the reported failure of the device. The power adaptor was short circuited due to the adaptor being overloaded with heavy current. This cause the internal circuitry to blow. There was no indication that the failure was the result of any manufacturing defect but rather the result of unstable current emanating from the facility. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
The device is expected to be evaluated; however, at the time of this report, the device has not been returned. A supplemental report will be submitted to communicate the results of the complaint investigation results.

Event description:
It was reported that when the demo ev1000 monitor was used in a conference, fault message ¿ev1000 system settings corrupted¿ was observed. The monitor was powered off and when it was powered on again, suddenly a spark and smoke came from the power adapter. The monitor powered off with no issues and it was specified that no spark or smoke came from the monitor. The power adapter was mounted and oriented correctly, on the bracket per the directions for use. No patient compromise was reported. No other system-related devices were reported as suspect. Inquired of patient demographics, unable to be obtained.

Manufacturer narrative:
This follow-up submission is to communicate additional information related to evaluation results previously submitted june 19, 2017. In the prior submission, it was noted that the report of a sudden spark and smoke coming from the power supply of the ev1000 system was confirmed but there was no indication of a manufacturing issue contributing to the issue. However, an engineering evaluation was initiated to further investigate the failure. The results of the engineering evaluation support that there was no saline or liquid ingress and the adapter was mounted on the bracket per the operator¿s manual instructions. The first level root cause was determined to be an unstable power supply, which is consistent with a manufacturing defect in the power adapter block. The power supply is an off-the-shelf, medical-grade component. There have been no other complaints for ev1000 power adapters resulting from a manufacturing defect in the power adapter block. The power adapter block is being sent to the supplier for further analysis, as the other components of the power adapter were evaluated and no defects were found.